Event description:
The pump was returned to animas due to reported large prime volumes. The pump has been returned and evaluated by product analysis on 09/06/2011 with the following findings: the force sensor was found to be out of calibration. During evaluation, the pump did not detect the cartridge and emitted a "no cartridge detected" warning. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2011 with the following findings: the force sensor was found to be out of calibration. During evaluation, the pump did not detect the cartridge and emitted a "no cartridge detected" warning. Contamination was observed on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010-003-r.